Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 517 mg/dl at the time of incident. The customer was having blood glucose level 80 mg/dl to 160 mg/dl in the morning and from a week the customer had high blood glucose level. The customer reported that they would change the infusion set when having issues. The insulin pump will not be returned for analysis.